Event description:
On (B)(6) 2011, the head of an implant that had been over-torqued during placement broke as the dentist attempted to remove it. The dentist cut open a tissue flap and cut away the bone to facilitate the removal of implant. No long-term adverse health effects are anticipated for the pt and after healing, the dentist plans to place another implant. The dentist noted that the pt had very dense bone, as evidenced by the high torque values measured during placement of the implants.